Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of its presence in the device could not be definitively determined. It is likely that the customer-reported leak resulted in incomplete reprocessing of the device prior to being sent to olympus. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the nozzle had foreign objects due to a customer reported leak that hindered complete reprocessing. There was no patient involvement.